Manufacturer narrative:
Diopter: -10.50. Device evaluated by manufacturer? No - lens remains implanted. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.5mm icm125v4 implantable collamer lens with a -10.50 dioper in the patient's right eye (od) on (B)(6) 2010. Low vault with refractive surprise was noted on (B)(6) 2015. Lens remains implanted. Planning to explant and exchange lens.

Manufacturer narrative:
The lens was explanted and exchanged for a longer lens on (B)(6) 2016. On (B)(6) 2016, the patient's post-op incorrect visual acuity (ucva) was 20/20. Work order search: no similar complaints were reported for units within the same lot. (B)(4). Lens scrapped by user facility.